Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported noise was confirmed in the laboratory. Several outer insulation abrasions were found at 14.4cm-14.7cm, 18cm-18.6cm and 11.1cm-11.3cm from the connector pin. The svc cables and the ring electrode cables were exposed in these areas. The abrasions are characteristics of lead friction to the ICD can. This could cause the reported noise. Further analysis found outer insulation abrasion at 52.7cm-53.5cm from the connector pin, exposing the rv cables. This abrasion is characteristic of lead friction to another device.

Event description:
The lead was explanted due to noise. The noise was reproducible my manipulation.